Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an operating room (or) staff member reported that the left high resolution stereo viewer (hrsv-l) on the surgeon side console (ssc) was black while the right eye was working. Before calling, she had rebooted the system multiple times, but the issue persisted. She also toggled the vision side cart (vsc) monitor between the left and right eye, and both eyes were working at the vsc. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended performing a hard reboot and reseating the blue fiber cable between the vsc and ssc, but she stated they were unable to perform the troubleshooting at the time. The tse suggested bringing in a ssc from another da vinci system. However, she stated they would finish the case using one eye and might swap ssc after the case. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed and the reported issue was replicated. In the system logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. The probable root cause of the reported issue can be attributed to a fault of an electronic component or module within the affected hrsv. This issue can be resolved by replacing the affected hrsv via fse service or switching to a different surgeon side console (ssc).

Event description:
Refer to h11 for follow-up information.